Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy, intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment for the event was not reported. Dianeal pd4 ambuflex therapy was ongoing. The patient was recovering from the event at the time of reporting. Per the nurse, the event of peritonitis with culture positive for (B)(6) was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was performed for potentially associated lots (h10d2609, h10e05030, h10i14083, h10g26065, h10j11054, h10d30064, h10g30067, and h10h31055) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.